Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. One sample was received in reference to leak. The reported condition was confirmed. A review of the batch file was found to be acceptable. Based on the information obtained from baxter's investigation, the root cause of this report was due to inadequate seal strength. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A nurse reported to baxter (B)(4) an incident involving an accusol bag that had burst from the middle seam of the bag on the printed face of the right hand side. There was no patient involved.